Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery test. The unit was monitored for several days and no blank display was found. There was no damage found on the c13/lcd isolation tape. There was no cosmetic damage.

Event description:
The customer's mother called to report a blank display. The customer's blood glucose level was unknown. The caller was not with the customer and was unable to troubleshoot the device or give the serial number. The caller disconnected the call. No further details were provided.